Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing a shield, the needle was separated from the hub and stayed in the shield.

Manufacturer narrative:
H.6. Investigation summary samples were returned bdj confirmed that the needle shield with hub was detached from the barrel. Customer states that when removing a shield, the needle was separated from the hub and stayed in the shield. The samples were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) has been opened to address this issue" h3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing a shield, the needle was separated from the hub and stayed in the shield.